Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported dissatisfaction to received a coolsculpting treatment to the bra roll area, flanks, abdomen and hip and presented with "paradoxical hyperplasia (ph)" post treatment. Healthcare professional later reported "patient has skin laxity not paradoxical hyperplasia (ph)." Healthcare professional later reported" the patient underwent liposuction to the abdomen lower and upper abdomen.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported received a coolsculpting treatment in 2023 and 2024 to the bra roll area and abdomen and presented with paradoxical hyperplasia (ph) post treatment.